Event description:
It was reported that a spectrum pump had failed to auto start after downstream occlusion did not happen and experienced an upstream occlusion error during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the evaluator observed a constant "downstream occlusion!" Alarm that would not clear, and therefore the pump did not auto-restart. An upstream occlusion error was also reproduced as a false upstream occlusion alarm. A review of the event history log revealed no events recorded on the reported event date. Review of the last days of customer use revealed multiple events of "upstream occlusion!" And "downstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported conditions were verified. The cause of the device failing to restart after a downstream occlusion alarm was determined to be the force sensor was found out of calibration and requires calibration. The cause of the false upstream occlusion alarm was determined to be a failed ultrasonic sensor, which requires replacement. Should additional relevant information become available, a supplemental report will be submitted.